Event description:
On august 29, 2006, the lay user/ patient contacted lifescan (lfs) alleging the one touch ultra meter was set to the incorrect unit of measure and was giving the error 2 error message. On september 5, 2006, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. In 2006, the patient used the reported meter for the first time, and noted the blood glucose readings were presented in the mmol/l unit of measure. The patient obtained blood glucose readings such as 6.0 mmol/l and 7.0 mmol/l (converts to 108 mg/dl and 126 mg/dl). The mas confirmed during review of the reported call that the pt experienced the symptom of dizziness for three days. Three days later, the pt obtained the error 2 message on the reported meter; he did not obtain a blood glucose reading. On the same day, the patient had a scheduled office visit with his physician. The patient's blood glucose level was tested to be greater than 600 mg/dl. The mas determined during review of the recorded call that the patient stated he was treated with intravenous fluids, not 'glucose' as was originally documented. The patient also received insulin. The patient was not transported to the emergency room. The patient takes novolin 70/30 insulin 30 units in the morning and 30 units in the evening. During the time period the meter was set to the incorrect unit of measure, the patient continued to take his set doses of insulin. The patient's expected blood glucose readings range from 75 mg/dl to 160 mg/dl. The patient was unable to determine why his blood glucose levels had become elevated on the day of the event. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient was unaware of the unit of measure setting and he did not enter the meter's settings and change it. The cca also determined the test strips were expired, which may cause the error 2 error message. The meter, test strips and control solution were replaced. Although the reported meter was set to the mmol/l unit of measure, and the test strips were expired, the patient obtained normal blood glucose readings during a time period he was hyperglycemic and experiencing symptoms. The patient received medical attention and treatment with fluids and insulin. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.